Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, it was determined that there was an error in issuing medication. A technical support specialist (tss) instructed the customer to return and reissue the medication; however, the medication was not returnable, and the customer did not have permission to perform a cycle count. The technical support specialist then closed the case.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, when issuing out medication quetiapine 25mg tab, issued only 1 instead of 6 quantities. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.